Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that due to a threshold increase in relation to the subject lead, a re-intervention was performed. During the re-intervention, fluoroscopy revealed dislodgement of the lead. The lead was re-positioned, and the re-intervention was concluded.